Event description:
Customer reported via phone call that the insulin pump alarmed motor error. Customer stated that they were unable to complete the rewind sequence. Customer also mentioned that the insulin pump had an off no power alert and the device was not responding when pressing act. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.